Event description:
Customer reported low kv errors on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the snubber board was faulty. System status is unk. This MDR is related to ge healthcare complaint number.